Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 356 mg/dl at the time of incident and current blood glucose level was 411 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as tired. Customer stated that the blood glucose level was steadily coming down. Customer was treated with syringe. Customer did not received any insulin flow blocked alarms or insulin pump error alarms. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.